Event description:
It was reported that intermittent occlusion alarms occurred. Supply changes were performed and ultimately the customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level ranged from 300 mg/dl to "high" on the continuous glucose monitor. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.